Event description:
It was reported that this device exhibited right ventricular (rv) shock impedance measurements of greater than 125 ohms. Technical services (ts) noted this had been fluctuating over the last year. It was noted that the system pace impedance measurements also mimic the shock lead trend however remained within normal limits, indicating possible physiologic changes within this patient. No noise was observed. Ts discussed with the physician, considering increasing the shock impedance limit. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.